Manufacturer narrative:
Upon investigation it was determined that this complaint is a (B)(6) of an existing complaint, for which MFR report #:2031642-2016-02252 was submitted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that while the v60 ventilator was in use on the patient, the unit started smoking, but continued to operate. Respiratory therapist (rt) turned the unit off and swapped in a different ventilator with no patient issues. The device was in clinical use at the time the issue was discovered; however, there was no harm to the patient or user.